Event description:
Customer reported receiving inaccurate blood glucose tests on their freestyle lite meter. The customer reported comparing a reading of 399 mg/dl to a lab result of 170 mg/dl. The blood tests were reportedly completed within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
It was reported that during a thoracoscopic left lower lobectomy procedure, although all the staples were deployed, the staples were malformed. The knife moved forward properly. The event occurred when the device was fired on the bronchial tubes between the lung base and b6. The tissue was not calcified, but thick and hard. Although the articulation lever was used, it was not fully bent. It was a little hard to grasp the closing lever, but it could be grasped. Also, the firing was a little hard, but the firing trigger could be grasped. The edge of the bronchial tubes was not opened just after the firing because of pressure bonding. After the resected lung was removed, it was found that the staple line had opened. Also, there were some unformed staples inside the thoracic cavity. The small incision was broadened out a little and additional suture was performed with a needle-holder. A needle could be pricked easily at the target tissue. There were no adverse consequences for the patient.